Event description:
It was reported that the customer's pump screen remained dark and would not turn on, resulting in an elevated blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. The customer did not treat the high blood glucose level but did not require third-party assistance. Technical support guided the customer through several troubleshooting steps without success, noted that the pump's warranty was valid, and arranged for a replacement, advising them on backup insulin therapy using multiple daily injections (mdi). The customer will receive a pump with updated software and has been instructed on returning the malfunctioning pump.